Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that customer was hospitalized with diabetic ketoacidosis on (B)(6) 2012. Customer's blood glucose was 584 mg/dl at the time of admission. The caller stated the customer was fatigued, vomiting and experienced nausea from their blood glucose. Customer was treated with an insulin IV drip at the hospital. The caller stated the customer was discharged 6 days later from the hospital. The customer was wearing the insulin pump at the time of hospitalization. The caller also reported the customer has been admitted three times in the past for diabetic ketoacidosis. The caller also reported the the customer was hospitalized on (B)(6) 2015 for high blood glucose. Customer's blood glucose was 610 mg/dl at the time of admission. The cause of the hospitalization was from diabetic ketoacidosis. The customer was treated with an insulin drip at the hospital. Customer was still admitted at the time of the call. The insulin pump will not be returned for analysis.